Event description:
The customer called for help with her meter. While troubleshooting, she performed control tests and rec'd a result of 206 mg/dl. The normal control range was 74-107 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The reagent lot number provided by the customer was not correct, so the meter info was supplied instead.